Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review, however; the review has not yet been completed. This system is expected to be replaced at a future date. This system was explanted and subsequently returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review, however; the review has not yet been completed. This system is expected to be replaced at a future date. This system was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.